Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's sensor readings began to show symptoms of possible dampened waveforms. It was recommended that the physician should evaluate for the possible cause of reduced blood flow to the sensor.